Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch seal was replaced, and the unit was returned to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The unit was replaced and the case was continued there was no report of patient injury.